Manufacturer narrative:
(B) (4). The ge service rep installed a new hard drive kit. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.